Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit was giving a failure message saying pressure relief valve. There was no patient involvement.

Manufacturer narrative:
Attempts have been made to obtain repair information, but no response from the customer. Should any additional information be received, this record will be re-opened.